Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician felt resistance while advancing a neuron max within the patient using a short sheath and guidewire. Therefore, the neuron max was removed. Upon removal, the physician noticed that the distal end of the neuron max was kinked. The procedure was therefore completed using a new catheter and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the neuron max was kinked approximately 3.0 cm from the hub. The neuron max was ovalized approximately 86.0 cm from the hub. Conclusions: evaluation of the returned neuron max revealed an ovalization on its distal shaft. If the device is forcefully manipulated within the patient anatomy, the catheter may become ovalized. This ovalization likely contributed to the resistance experienced during the procedure. Further evaluation revealed a kink on the proximal end of the neuron max. This damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.